Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire had intermittent ptfe peeling between 29.2cm to 32.5cm from the proximal end. The torque device was returned and ptfe particles were present. During functional inspection, the torque device was attached to the proximal end of the guidewire. A demonstration microcatheter was flushed and the guidewire with the torque device attached was inserted into the microcatheter hub. The guidewire was rotated and there was no issue advancing and retracting the guidewire during the rotation. There was no friction/resistance experienced as the guidewire was advanced through the microcatheter tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomalies. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous, which may have contributed to the reported event. There was friction/resistance encountered during the procedure. When the user rotated proximal of the guidewire, the distal could not follow. Product analysis found the guidewire had intermittent ptfe peeling between 29.2cm to 32.5cm from the proximal end. The torque device was returned and ptfe particles were present. The torque device was attached to the proximal end of the guidewire and inserted into a flushed demonstration microcatheter. The guidewire with the torque device attached was rotated and there was no issue advancing and retracting the guidewire during the rotation. There was no friction/resistance experienced as the guidewire was advanced through the microcatheter tip. While the reported event was not confirmed during analysis it is possible the patient's moderately tortuous may have contribute to the event. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire torque problem¿ since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The as analyzed ¿guidewire ptfe coating peeling¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the guidewire (subject device) ptfe coating was peeled. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.